Event description:
The patient presented to the emergency department reporting chest pain and multiple left ventricular assist device (lvad) alerts for low battery and low pressure in the 30 minutes prior to arrival. The patient's pump was found to have failed and as a result, he had to undergo emergent surgery to replace the pump in the operating room, then an ICU stay. The replacement procedure was successful and a new lvad pump was placed.